Event description:
A peritoneal dialysis (pd) patient reported a fluid leak discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown location. There were no alarms or warnings prior to or after to leak. The film on the back of the cassette was not loose. The patient was advised to disregard use of the cycler for tonight's treatment and to contact the peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment and if they have any issues to call back. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to resume treatment on the cycler the following evening without issue. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown location. There were no alarms or warnings prior to or after to leak. The film on the back of the cassette was not loose. The patient was advised to disregard use of the cycler for tonight's treatment and to contact the peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment and if they have any issues to call back. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to resume treatment on the cycler the following evening without issue. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.